Manufacturer narrative:
(B) (4).

Event description:
It was reported that the hcp believed that the "catheter may have slipped." An x-ray was ordered. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.